Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was giving an adult voice prompt with a pediatric-pak installed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device was giving an adult voice prompt with a pediatric-pak installed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. This fault was attributed to a failure of the reed switch, sw1. The device was scrapped by heartsine.